Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm, external ram error alarm, no delivery alarm, off no power alarm and battery out limit alarm. The customer reported that the buttons were unresponsive. The customer reported that the insulin pump had blank display then had to reset time and date. The customer's blood glucose was 280 mg/dl at the time of incident. The customer stated that they did not receive a low battery alert prior to off no power alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was received with normal operating currents. The pump was monitored and no unexpected off no power alarms occurred during testing. The pump passed the self test and unexpected restart error test. No alarms were noted during testing, however, a displayable history alarm was found in the alarm history file due to a corrupted history file. No unexpected blank display, display anomaly, settings reset, or time/date resetting noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.